Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and was programmed off. Subsequently, during a routine device replacement and downgrade to a single chamber device three years later, the lead was surgically abandoned. No adverse patient effects were reported.